Event description:
During a patient event, it was reported that the device delivered three successful defibrillation shocks until it only delivered 79j after charging to 360j on the fourth attempt and illuminated a service light. The operators continued to utilize the device and successfully delivered a fifth 360j shock fifteen seconds later. The reporter informed that the device issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided. Physio-control evaluated the device and observed an occurrence of event code that illuminated the service light during the patient event. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. Further evaluation of the removed assembly found a malfunction that resulted in the observed event code and device failure to detect defibrillation therapy cable.

Manufacturer narrative:
(B)(4). Physio-control repaired the device and returned it to the customer for use. The cause for the observed malfunction was determined to be due to a temperature sensitive capacitor, c277, on the system pcb assembly.